Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was sick in intensive care unit (ICU) prior to their implantable pulse generator (ipg) implant procedure, with a diagnosis of multi-organ failure. Patient was dependent on inotropic agents and dialysis before their implant procedure. The physician reported that patient's death was likely not related to their ipg system. Patient's cause of death was provided as cardiogenic shock, renal failure and possible sepsis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced clinical cardiogenic shock and passed away after the implant of an implantable pulse generator (ipg) system. Additional information related to the circumstances of death was requested and not received.